Event description:
The patient reported feeling an "electric shock" in their neck and shoulders, whether the device was on or off and the patient was instructed to take a two-week break from using the device. The programs on the transmitter assembly were changed by decreasing the pulse width and the patient resumed therapy. As of (B)(6) 2026, the patient is wearing the device regularly, doing well, and the "shocking" sensations have been reduced.

Manufacturer narrative:
The unintended stimulation/new pain questionnaire was reviewed for potential causes of the reported issue. Based on this review, the questionnaire was completed by quality with limited information. The patient having a non-curonix device implanted, implanting the device off-label, the patient having contraindicating conditions, and severe force applied to the implant have been ruled out. However, after the programs were changed on the transmitter assembly by decreasing the pulse width, the "shocking" sensations have reduced, and the patient is doing well. The stimulator is used to treat pain. The cause of the reported issue is due to programming parameters as changing the programs on the transmitter assembly reduced the "shocking" sensations (user error- commercial team member). Rates reviewed at the most recent complaint trending meeting do not indicate a significant increase in unintended stimulation/new pain issues. Unintended stimulation/new pain issue rates remain acceptably low; thus, a CAPA is not required. Unintended stimulation/new pain issues rates will continue to be tracked and trended.